Event description:
It was reported that a small volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, it was observed that the device did not completely infuse 5-fluorouracil by the 46-hour mark. There was a kink in the peripherally inserted central catheter (PICC) and once it was removed, the medication in the bottle was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual sample with no fluid in the bladder and a photograph of the sample were provided for evaluation. Visual inspection of the photo sample and returned sample did not identify any abnormalities that could have contributed to the reported condition. The photo sample contained only the compounding lot number, code, and date. A functional flow rate test was performed and the flow rates were found to be within the product flow rate specification range. The reported condition was not verified. The sample was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 17-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.